Manufacturer narrative:
This medwatch report is for administration purposes only. The device was used in treatment and not returned for analysis as device discarded by the user facility. There was no device performance related failure reported by the user. The device history record was reviewed to confirm that the device passed all applicable in-process and final inspections. No further investigation is required. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
This medwatch report is for administration purposes only. The device was used in treatment and not returned for analysis as device discarded by the user facility. There was no device performance related failure reported by the user. The device history record was reviewed to confirm that the device passed all applicable in-process and final inspections. Risk assessment is not required as no device malfunction reported. No further investigation is required. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported that 2 days post the index procedure, on the (B)(6) 2021 patient had thrombosed leg and intervention performed to treat thrombosed legs. Patient died from multi organ failure after reintervention. As per physician patient death is related to the procedure and not device. Tourguide steerable guiding sheath work as intended and no product malfunction reported. No additional information is available.